Event description:
Initial info was received from a consumer on 08-jun-2010: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) approx 2.5 years ago ((B)(6) 2008) and a second treatment within approx 6 months ((B)(6) 2008) around the lips and "up the laugh lines". Approx 9 months ago ((B)(6) 2009), she developed granulomas described as "disfigurement" at the injection sites. She stated the lesions ranged from small (size of a pencil eraser) to large (nickel size). She reported signs of inflammation "in a couple of places" and about 20-25 nodules more or equal to 5 mm. A biopsy was performed (date not provided) and the results were "granuloma, fibrous connective tissue, scattered vascular channels with neural bundles, diagnosis - foreign body reaction." She required medical intervention checked as lesional excision "oral surgery", but the outcome of the events is unresolved. She mentioned, "neither plastic surgeon thinks this will go away." No further relevant info was provided.